Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, post operatively, the patient was re-admitted due to leaking occuring through the clip. The device acted as if it performed fine during the case. Post op the patient was having issues and re-admitted for an ercp (endoscopy retrograde cholangio pancreatography) and radiology found that the leaking was occurring through the clip. The radiologist thought it looked like a clip was present but indicated the clip must not have been tight enough allowing drainage to pass through the duct. The patient was from standard lap chole for biliary dyskinesia. The clip applier was used to ligate the artery and duct. Three clips were applied on each. Complication did not occur right after the first procedure and was unknown till days of post op. Patient is alive.